Manufacturer narrative:
Model number/catalog number: sc-2138-50: serial number: (B)(4); batch/lot number: (B)(4); model/catalog description: phase iii linear lead, 50 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.